Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 10/25/2007 by fax and mail. A completed questionnaire was received 10/26/2007 by fax.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, three patients developed cystoid macular edema (cme). The patients were treated with medications. This patient's outcome is reported as "good." Three medical device reports are associated with these events: MDR #1119421-2007-00447. MDR #1119421-2007-00448.